Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding disassociation involving a hmrs circlip. The event was confirmed. Method & results: device evaluation and results: dimensional inspection confirmed that the wire thickness measured in-specification and that the wire had been compressed. Visual inspection: the clip appears to have been compressed during installation and has been deformed. Dimensional inspection: based on the drawing the centerline diameter of the clip should be 14mm and the wire thickness .9mm, for a total outer diameter of approximately 14.9mm (.587inches). The wire thickness measured in-spec at .035inches (.9mm = .035in). The measurement cross the ring in the horizontal direction (when oriented as in the drawing) was taken and the measurement was approximately .570inches which is consistent with being compressed during use. Conclusions: based on the analysis of the returned device, it is confirmed that the device has been compressed which is consistent with having been squeezed a little too hard during installation thus deforming the clip.

Event description:
It was reported that during a primary femur while assembling the reamer to the adapter , it did not catch the reamer. In the same surgery one of the circlets surgeon felt clip deformed. Used different circlets.

Event description:
It was reported that during a primary femur while assembling the reamer to the adapter, it did not catch the reamer. In the same surgery one of the circilts surgeon felt clip deformed. Used different circilts.